Event description:
The articular surface was implanted in 1998. At a regularly scheduled follow-up visit in 2005, surgeon noted on x-ray that osteolytic lesions or cysts had formed around threads and tip of screws used to affix the plate. The plate itself was not loose. A revision is pending for 2005.

Event description:
It is reported that the articular surface was implanted on october 26, 1998. At a regularly sheduled follow-up visit in july 2005, surgeon noted on x-ray that osteolytic lesions or cysts had formed around threads and tip of screws used to affix the plate. The plate itself was not loose. The device was revised on october 26, 2005.